Manufacturer narrative:
G.5. PMA / 510(k)#: there were multiple 510k numbers reported to be involved: k113558, k222591. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd bactec¿ plus aerobic/f culture vials (plastic) had a molecular false positive on a patient sample. There was no report of patient impact. The following information was provided by the initial reporter: customer problem: molecular false positive with lot#: 3102713 total quantity of product showing defect: 1x 442021 - bottle plastic bactec lytic/10 anaer/f was this issue involving patient or non-patient samples (qc, validation testing or proficiency samples)? Patient.

Manufacturer narrative:
H6: investigation summary: catalog: 442023. Batch no.: 3102713. Customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. Complaint is unconfirmed based on retention samples and batch history record review results.

Event description:
It was reported that the bd bactec¿ plus aerobic/f culture vials (plastic) had a molecular false positive on a patient sample. There was no report of patient impact. The following information was provided by the initial reporter: customer problem: molecular false positive with lot#: 3102713. Total quantity of product showing defect: 1x 442021 - bottle plastic bactec lytic/10 anaer/f. Was this issue involving patient or non-patient samples (qc, validation testing or proficiency samples)? Patient.